Manufacturer narrative:
Pump received with intermittent button response due to flattened express act and esc button dome switch. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the act button was intermittently working. Customer's blood glucose was 211 mg/dl. The insulin pump will be returned for analysis.